Event description:
The customer reported the ventilator restarted at power up. The ventilator was not in use on a patient, therefore there was no patient involvement or reported harm and the ventilator did alarm. The respironics service technician was unable to duplicate the customer reported problem, but confirmed there was a diagnostic code in the ventilator log history that indicated a power failure. Extended self testing (est) was performed and all tests passed per operating specifications.